Event description:
It was reported that patient's right hip was revised after patient complained of grinding noises in the hip. The stem was well fixed and well positioned and was not revised. After explantation, surgeon reported that the ceramic liner appeared to have sustained some wear. Revision was successfully completed with no delays.

Manufacturer narrative:
An event regarding audible noise involving an unknown liner was reported. Following a review of the provided images a crack/fracture of the liner was confirmed. Method & results: -device evaluation and results: visual inspection was only carried out on the photographs provided by the surgeon, no items was returned; as per the medical review "there is a rim fracture of the ceramic bearing within the metal sleeve, the detached ceramic rim piece is missing. There is an ¿impingement dimple¿ on the rim opposite the ceramic fracture." -medical records received and evaluation: a review of the provided x-rays by a clinical consultant concluded: - cup malposition in absent anteversion has contributed to impingement with a local overload condition on the ceramic bearing surface causing a ceramic rim fracture in the bearing requiring revision. -device history review could not be performed as the device details are unknown. -complaint history review could not be performed as the device details are unknown. Conclusions: a review of the provided medical records by a clinical consultant concluded: "cup malposition in absent anteversion has contributed to impingement with a local overload condition on the ceramic bearing surface causing a ceramic rim fracture in the bearing requiring revision." No further investigation for this event is possible at this time if further information such as return of device, device details, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised after patient complained of grinding noises in the hip. The stem was well fixed and well positioned and was not revised. After explantation, surgeon reported that the ceramic liner appeared to have sustained some wear. Revision was successfully completed with no delays.